Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the super stiff amplatz guidewire caused a perforation to the cortex of the left kidney. Subsequently, the implant was cancelled. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)